Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer was hospitalized for 5 days after injecting a high dose of insulin. There are no readings available.